Event description:
It was reported that prior to device change out for eri, high, out of range hv lead impedance was observed. Visualization of the lead revealed externalized conductors. Upon opening the pocket, a gross deformity of the lead body due to suspected twiddlers syndrome was observed. Lead was cut, capped and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.5cm was returned for analysis. External insulation abrasion was noted at 3.0-3.1cm, 7.2-7.9cm, 11.8-12.1cm, 12.2-12.3cm, 12.4-12.5cm, 13.1-13.4cm, 15.5-16.4cm, 16.3-16.7cm, and 18.9-19.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.